Event description:
It was reported that a leakage was observed at the extender of the filter during IV chemotherapy injection. Loss of product, and partial volume not administered to the patient. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.